Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported the patient had a return of symptoms, lack of efficacy, and hip pain. There were no known contributing factors. The physician had examined and reprogrammed the device, but the device was explanted. It was reported the issue was resolved at the time of the report.